Manufacturer narrative:
On 08/12/2016 a medtronic representative performed a navigation system check-out, instruments test passed. Hardware & software tests failed. Failure in accurate navigation using percutaneous pin. Two imaging system spins of the spine model show zero inaccuracies. Possibility of human error when placing percutaneous pin. Navigation system software accurate and hardware in working condition. - a medtronic representative, following-up at the site, confirmed the navigation system was accurate and that there was no impact to patient. The inaccuracy was alleged after the percutaneous pin was placed, it was knocked into at various times during the surgery which may have shifted the frame. The surgeon decided to abandon navigation at that time and finished with c-arm. On 09/07/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. - no further issues have been reported. The instructions for use (IFU), which accompanies the device, contain warnings regarding frame movement: ¿warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result.¿ and ¿warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."

Event description:
A site registered nurse (rn) reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. Using the percutaneous pin for the reference frame, they had taken two 3d spins and noted that the navigation system was showing the instrument above the anatomy when the surgeon was touching bone. In trouble-shooting, the medtronic representative requested that the surgeon could touch the reference frame with the instrument, however, they were not at a point in the procedure that the surgeon could comply. Multiple navigation instruments were showing the same inaccuracy. The surgeon brought in a c-arm for imaging, and opted to complete the procedure without the use of the navigation system. Delay in therapy was approximately 30 minutes. There was no impact on patient outcome.